Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to verify the reported issue. The device was able to charge and shock and the device did not have any icons displayed in the readiness screen. The device was opened and an internal physical inspection was performed. No discrepancies were observed. The cause of the reported issue could not be determined. The customer received a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control  to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if needed. There was no report of patient use associated with the reported event.